Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular leak. Based on the result, we concluded that it was caused due to the physical damage applied on the ocular. In addition, our technician confirmed that the insertion flexible tube crushed, the cfb (coherent fiber bundle) dirty, the manufacturer label worn out, the light guide cable bump, and the cfb (coherent fiber bundle) smudge on fiber image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.